Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that during preparation, when the protective sheath was removed, the stent had entirely dislodged off the balloon. It was observed inside the protective sheath. Reportedly, there was no pt involvement. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - a conclusive root cause could not be determined for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and in the guide wire lumen. There was contrast in the balloon and in the inflation lumen. The stent implant was returned dislodged from the balloon and located in the returned orange protective sheath. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The stent implant proximal and middle outer diameters were measured and were oversized and these did not meet mfg criteria. The stent implant distal outer diameter measurement met mfg criteria. Pin gauges were used to measure the inner diameter of the returned protective sheath. Product performance engineering reviewed the incident info and analysis of the returned product. The analysis of the returned product noted blood visible on the balloon and in the guide wire lumen, and contrast in the balloon and inflation lumen. This is consistent with handling, preparation, and suggests the sds was at least partially advanced over the guide wire. The stent was dislodged from the balloon and located in the orange protective sheath, confirming the reported dislodgement. There was no damage noted to the stent. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The distal stent outer diameters were measured and met mfg criteria. The proximal and middle measurements were oversized, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The inner diameter of the protective sheath was measured and met mfg criteria. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement. Further info received noted the sds was prepared for use with the protective sheath on the balloon. It should be noted in the vision instructions for use (IFU) preparation section it states to remove the protective sheath from the tip, flush the guide wire lumen, then attach the inflation device/syringe to the stopcock and then attach to the inflation port to prepare the sds. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. This MDR is considered closed by the product performance group.